Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a prolonged recovery following the implant. The patient presented on a recent, unspecified date with evidence of stroke and pump dysfunction. The patient had evidence of power spikes and high flows as well as elevated lactate dehydrogenase. The patient experienced another stroke while hospitalized. The patient had been deemed to be an exceedingly high surgical risk for pump replacement; however, the patient as well as the spouse were adamant that the worst possible scenario they could foresee was a debilitating stroke. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were also not returned. Evaluation of the returned outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the device analysis, and a direct correlation between the device and the reported event could not conclusively be established. Device thrombosis, peripheral thromboembolism, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, the patient developed right sided pain and numbness. The patient initially thought this was associated with prior chronic shoulder pain. The symptoms resolved by morning. The patient then developed right arm numbness that improved; however, later experienced difficulty speaking and right facial droop. The patient went to the emergency room at a local hospital where the symptoms worsened to expressive aphasia, right facial droop, and right arm weakness. A CT scan was negative for acute hemorrhage and mass effect, but did reveal a wedge shaped hypodensity that was concerning for a subacute occipital stroke. Neurology deemed the patient not to be a candidate for tissue plasminogen activator due to the presence of the lvad and chronic anticoagulation. The patient was transferred to the implanting center with a national institute of health stroke scale score of 13. Carotid duplex showed less than 50% stenosis of bilateral carotid arteries. An echocardiogram reportedly found the lvad was functioning as expected; however, the patient¿s lactate dehydrogenase (ldh) level was substantially elevated. It was reported that the patient¿s clinicians believed that lvad thrombus was the most likely etiology of the stroke. On (B)(6) 2016, a repeat head CT showed evolution of a subacute infarct in the left temporal stem and parietal lobe. The patient¿s inr was elevated at 3.2, and vitamin k was administered with subsequent decrease in inr. The patient was on heparin, coumadin, and aspirin for anticoagulation. The ldh eventually plateaued at 2480 u/l, then trended down to 1711 u/l. It was reported that lvad power elevations and high estimated flow values occurred. The patient experienced a subsequent stroke, after which the patient and spouse made the decision to have the pump exchanged, despite being a high risk surgical candidate. The device was exchanged on (B)(6) 2017. Postoperatively the patient was hemodynamically stable; however, the course was complicated by agitation and delirium requiring a precedex infusion and haldol. The expressive aphasia from the pre-exchange stroke persisted. Due to risk for aspiration, a gastric tube was placed to provide tube feedings for nutrition. It was reported that the patient improved and was in stable condition. On an unspecified date, the patient resumed rehabilitation therapy and on (B)(6) 2017 was transferred to a stepdown unit. On (B)(6) 2017, the patient was found unresponsive by medical staff. Head CT revealed evolving left parietal and right occipital infarcts, but no acute intracranial process. It was reported that the patient was also suffering from urosepsis and lactic acidosis. The patient became hypotensive and the lvad estimated flow was low; the patient was intubated. Echocardiogram revealed the atrial septum ¿bulging¿ into the left atrium, and did not show left ventricular collapse. Epinephrine was started with initial improvement in right heart function and lvad flow estimations; however, the patient continued to become acidotic and hypotensive despite maximum treatment. The patient¿s family elected to have care withdrawn. The patient experienced ventricular tachycardia progressing to ventricular fibrillation, and expired on (B)(6) 2017.